Event description:
It was reported that the patient came into the hospital with pre-syncopal episodes. On interrogation it was noted that the right ventricular (rv) lead exhibited high and undefined unipolar and bipolar impedance. There was an abrupt change on the impedance. It was also reported that the lead exhibited high thresholds and an abrupt change was seen in the thresholds as well. Lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429678 lead implanted on (B)(6) 2015; w1tr01 crt-p implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.